Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and anterior tibial artery. A 2mm x 20mm x 143cm coyote es mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 30 seconds. The procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.